Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("one of the inserts is no longer in the tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain outcome was unknown. The reporter considered abdominal pain and device dislocation to be related to essure. Diagnostic results: flat plate of abdomen showed left essure contraceptive device, linear metallic device overlying the left mid abdomen representing l essure contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of product technical complaint. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.